Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
One part of the brush has broken off in mouth [device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported via e-mail on (B)(6) 2017 that on the last two of the latest batch of oral-b dual-action brushheads that he had bought, one part of the brush had broken off in his mouth. The consumer stated that he had used these brushes for years, so as the last two had broken he thought he had better raise it as an issue. He attached a photo of the latest brush that had broken. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown. On 21-mar-2017 received consumer's follow-up e-mail: the consumer reported that he tried scratching the logo with a coin and nothing happened. He described that it looked like the logo was embedded within the shiny surface rather than being a sticker on the surface. No further information was provided.